Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm on the homechoice (hc) during dwell 3 of 4. The home patient (hp) reported a supply bag had fallen off the table and disconnected while in dwell. Hp tried to restart the therapy after clearing the alarm. At the time of the call, the hc had a display message of connect yourself check patient line. The technical service representative (tsr) had the hp close all clamps and the transfer set and cycle power. Tsr explained the alarms and advised hp to discard all supplies and to report alarm to peritoneal dialysis (pd) nurse in the morning. The hp will finish tonight's therapy manually. Proper procedures per the user manual reviewed with the hp. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 3 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).